Event description:
According to the reporter: when the device was inserted, it cracked. Fallen piece could be retrieved. Used other device. No bleeding. The piece fell outside the cavity, and it was found. No tissue damaged. Operative time not extended more than 30 minutes. No patient info available. No injury to the patient.

Manufacturer narrative:
(B) (4).